Event description:
It was reported that this event involved a 5 year old girl with osteomyelitis. A peripherally inserted central catheter (PICC) line was requested by surgeons for long term antibiotics. A line was inserted under aseptic conditions using general anesthesia. Distance from insertion to center of chest measured and line was cut approximately 25cm after retraction of stylet. They were unable to pass the PICC past the humeral head so the line was removed aseptically and shortened to approximately 21 cm. Although not clearly evident at the time, in retrospect it is believed the stylet may have been cut at that time. The line was reinserted without difficulty and the stylet was removed. A check chest x-ray was performed which indicated adequate positioning in the auxiliary vein. Two days later, a wire in the hub of the PICC line was noted and removed. An unremarkable report chest x-ray was performed in 2008.

Manufacturer narrative:
Sample will not be returned for evaluation.